Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 80-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support and upon exchange of the peelaway and repositioning sheath, a large hematoma formed. The patient was taken to the operating room for femoral cutdown repair. Additionally, the patient developed hemolysis. The patient lost pulsatility on impella and could not flow without any suction alarms, so, impella weaned to p2. Code called for pea arrest. The patient received multiple rounds of cardio-pulmonary resuscitation (CPR). Patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the hemolysis and the access site bleed has been completed. The pump was not returned for investigation. It was utilized for 8 hours. Data logs show the trending placement signal and motor current, with observed low pump flow but no major suction or positioning alarms. According to the clinical team, vascular surgery successfully stopped the bleeding at the access site, which was reported during the placement of the repositioning sheath. Also, regarding concerns over hemolysis, the doctor noted a good pump position with no alarms at the end of the case. The cause of the vascular damage and access site bleeding issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the hemolysis issue was most likely patient condition related, based on data log review and given clinical details. Added h6 impact code 4624 corrections to the initial MFR report: g1 MDR reporting contact email.